Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare was not provided further information regarding the failure. Reported complaint will be noted during preuse testing, as contained in the user manual. Unit is designed to alarm, notifying user of reported condition. Unit continues to ventilate and alarms remain functional. Compressor is backup source of air. User manual recommends two sources of gas. If compressor stops, vent alarms air supply pressure low. Unit automatically switches to other gas.

Event description:
Per (B)(4) database: it was reported that during patient use a nurse heard the ventilator alarm and found the patient's oxygen saturation was 80%. The compressor was not running. The ventilator was replaced and the oxygen saturation rose to 98%. There was no injury reported.